Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed a pump stop event that appeared to be associated with the disconnection of the driveline; however, a specific cause for this finding could not be determined through this evaluation. The submitted system controller event log file, which contained data from (B)(6) 2021, showed alarms for driveline disconnect and pump off, with associated alarms for low flow and faults for com_a, com_b, pwr_a_broken, pwr_b_broken, low pump current, pump stop, and low speed hazard. The pump was stopped for approximately 10 seconds before restarting. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of all pump parameters, including flow. Section 2 "system operations" states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the driveline disconnected alarm, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook: section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In section 2 ¿how your heart pump works¿ and section 4 ¿living with the heartmate 3¿, the handbook warns to "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ these sections also state that ¿if the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient had alarms in the history with two pump stops and a driveline disconnect. The patient reported no dl disconnect performed and visibly intact when the patient arrived to the clinic. The log file was reviewed which found a driveline disconnect causing the pump stop that occurred on (B)(6) 2021 at 0832. The pump was off for 10 seconds. There were no other unusual events seen in the log file. The controller was exchanged. The cause of the driveline disconnect was unknown. An x-rays was done to ensure that there was no damage to the driveline, none was indicated. Plan of care had no change. The patient returned home after the controller exchange and has had no issues since. No additional information was provided.